Manufacturer narrative:
Calibration and qc were acceptable. Procell/cleancell short and abnormal aspiration alarms were observed in the alarm trace. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service representative replaced all the probes, ran a hardware check with results within range, verified the gear pump was working properly, checked the rinse level, and performed an adjustment on the sample probe. Qc was within range. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas 8000 c502 module. The initial result was 36 mg/dl. The repeated result was 91 mg/dl. The repeated result was believed to be correct. The repeated result was reported outside of the laboratory. The reagent lot number is 48272701 with an expiration date of 31-aug-2021.